Event description:
Silicone implants placed after mastectomies because of fibrocystic breast disease. They ruptured. Rptr was told she was being implanted the 2nd time with saline implants. Her health declined. She had a rash across her cheeks and periodically on body, exhaustion, erythema nodosum, flu-like aching all the time, dry eyes and vagina, and it hurt to breath. Anti-thyroid globulin. Should be 0 to .005, it is 15.35. She has had weight gain, memory problems, scarring on the lungs, (she has never smoked), mixed connective tissue disease. Implants were removed on 5/17/94. They were ruptured. She is now working part-time, but it takes every ounce of energy she has. She takes pills to get by.